Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl while wearing the pod for an unknown amount of time. Symptoms reported include feeling sick, shaking and vomiting. The hospital diagnosed the patient with diabetic ketoacidosis. It was also stated that the patient was in the ICU (intensive care unit). The patient was treated with lots of hydration fluids, specially magnesium and had a cat scan, EKG, and x rays done. The patient was released the four days. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.